Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm during a bolus. Customer¿s blood glucose level was unknown. Customer stated that assisted in performing insulin pump rewind and was unable to complete insulin pump rewind due to insulin pump alarm. Customer stated that the drive support cap was normal. Customer also reported that insulin pump was turned off because she took battery out and did not had another battery. Troubleshooting was declined for failed battery alarm and troubleshooting was performed for motor error alarm. The insulin pump will be returned for analysis.